Manufacturer narrative:
The 4/4mm adoii was received at sjm and decontaminated. The adoii was examined grossly and microscopically, and was confirmed not to contain any defects or anomalies. The adoii was confirmed to meet dimensional specifications when measured with a calibrated caliper. The adoii was then loaded into a test 4f loader, and deployed and retracted without any difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
The 4/4mm amplatzer duct occluder ii (adoii) embolized post procedure. The patient returned to the cath lab where the adoii was percutaneously removed and another device was placed.